Manufacturer narrative:
Correction: missing b6 and coding for h6.

Manufacturer narrative:
The reported events were dislodgment and failure to capture. As received, a complete lead was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the left ventricle (lv) lead was not capturing the ventricle due to dislodgement. The physician elected to explant and replace the (lv) lead. The patient was in stable condition.